Event description:
Customer complaint of blood results reading "hi". Customer states that she feels well, she states she has symptoms of hyperglycemia (thirsty, urinating). Customer states she requires no medical attention. Customer's expected blood results are 94-140 mg/dl fasting. Verified the strips expire 04/15/2017. Customer confirms the strips are stored in her living room area and were first opened (B)(6) 2015. Customer performed blood test, hi-she stated that she ate 1 hour ago. Reviewed meter memory: hi (B)(6) 2015, 05:10:00 pm, fasting: no; 224mg/dl, (B)(6) 2015, 02:22:00 pm, fasting: no; 334mg/dl, (B)(6) 2015, 08:13:00 pm, fasting: yes; 260mg/dl, (B)(6) 2015, 03:37:00 pm, fasting: yes; 164mg/dl, (B)(6) 2015, 02:08:00 pm, fasting: yes.

Manufacturer narrative:
Internal. Report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.